Event description:
It was reported that the unit "was not inflating and deflating properly" and that this caused an unspecified pressure injury.

Event description:
It was reported that the unit "was not inflating and deflating properly" and that this caused an unspecified pressure injury. Further investigation identified that the surface was not likely to have caused or contributed to the alleged injury as an inspection by stryker field service found no defect with the unit.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.